Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that mildly elevated thresholds were noted on the right ventricular (rv) lead. Tissue ingrowth at the tip of the lead was suspected. The rv lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead exhibited progressively rising thresholds.